Event description:
It was reported the patient is experiencing pain at the ipg site. The patient was given an injection of marcaine around the ipg site in an effort to help with the discomfort.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.